Event description:
New information notes that the patient presented remotely again on 04 nov 2021 with their implantable cardioverter defibrillator in backup vvi mode. No further intervention was reported.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their implantable cardioverter defibrillator in backup vvi mode. Programming changes were made on 28 (B)(6) 2021 to address the issue. There were no patient consequences.